Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure; bil. Para-vaginal repair, anterior and posterior repair, enterocele repair with mesh reinforcement, bilateral sacrospinous fixation and transobturator mid-urethral sling, for cystocele/rectocele and vaginal vault prolapse, on (B)(6) 2010 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/24/2015. Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to pop. It was reported that mesh was implanted to treat cystocele and uterine prolapse. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted to treat cystocele and uterine prolapse. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.